Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device was inadvertently injected into the rectal wall. No patient complications were reported as a result of this event.